Event description:
Patient was travelling out of town and experienced high blood glucose and did not have back-up pump with him. Patient hospitalized for high blood glucose level after returned home. Given IV insulin drip while in hospital. Patient changed cartridge on monday (07/26) and site on wednesday (07/28), hospitalized monday (08/02). Patient did not try to troubleshoot pump. Switched to back-up pump, new cartridge and new site while in hospital. Blood glucose levels returned to normal.